Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. Lens noted to be implanted upside down. Lens explanted. Problem was resolved. Cause of event was reported as other - upside down.

Manufacturer narrative:
Claim# (B)(4).